Event description:
The facility representative reported a flogard device which experienced an occlusion alarm during set up before patient use. This condition may have been a false occlusion alarm. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an occlusion alarm. The root cause of this condition was determined to be an out of specification safety slide clamp mechanical calibration due to a damaged door. The pump head door was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.